Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant., total hysterectomy (uterus, cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and vaginal discharge outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure start date updated from oct-2010 to (B)(6) 2010, removal date updated from jul-2016 to (B)(6) 2016. Events genital haemorrhage, dysmenorrhoea, vaginal discharge, abdominal pain upper, device monitoring procedure not performed were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.